Event description:
It was reported by risk mgmt, a 6f angio-seal stas vascular closure device was selected for use post-percutaneous cardiac procedure. Three days later, the pt returned to the emergency room (ER) with pain in the lower right extremity; the extremity was warm with diminshed pulses. An arterial study showed poor circulation to the right common fermoal artery (cfa) and the right iliac artery provided no pulses (signal). The pt underwent surgical revascularization and a right iliofemoral thrombectomy. Reportedly, a foreign body was removed from the right cfa. The surgeon stated the foreign body looked like a "foot" (anchor) from the angio-seal. The pt had good peripheral pulses in the lower right extremity. Reportedly, the pt was recovering.